Manufacturer narrative:
Concomitant products: patient medications include norco, levothyroxine, losartan, lovaza, and meloxicam. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, computed tomography scan identified a distal type I endoleak off a 27 mm contralateral limb (plc271400/11126992) on the right side. Aneurysmal enlargement was also reportedly seen (amount unknown). According to the physician, the contralateral limb on the right side was insufficient in length and did not provide adequate coverage. On (B)(6) 2015, the patient was implanted with an additional gore® excluder® component to extend the graft system on the right side. The type I endoleak was resolved, and the patient tolerated the procedure.